Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 01-oct-2021, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6), ubd: 01-oct-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that every once in a while, the patient (pt) can run their hand down the wires to the neurostimulator and it is warm and feels like a fever. It is also very tender and slightly swollen. The night before, they tried to lay on the right side and it was so tender and warm where the lead is on the left side that they switched to the left side and that is where the original problem was. They tried to lay on their back of head and had to use a small fist size support so it won't hit the pain or the lead that is hot; it is hard to find a spot to relax head. The pain is very intense at the same time. Pt stated that doesn't happen all the time and has been going on since implant. The patient was redirected to their healthcare provider to further address the issue.